Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed via manual insulin injection. Customer went to the emergency room and was subsequently admitted to the ICU later the same day for elevated blood glucose. Customer was treated intravenously with saline and insulin, and was released from the ICU 2-3 days later with the issue resolved and no permanent damage. Customer reported using pump supplies for 4 days in the past. Tandem technical support informed customer that supplies should not be used longer than 3 days per the user guide. Upon being discharged, customer successfully resumed using the pump for insulin therapy.